Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the clinic for the routine follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential inhibition. Upon review the stored electrogram, the device exhibited low level and high frequency noise. It was also noted that there were episodes of non-sustained right ventricular oversensing presenting from (B)(6) 2017. The physician believed that the event was possibly related to the right ventricular lead. The programming changes were discussed but has not been performed yet. The patient was stable throughout the whole interrogation and would continue to be monitored.